Manufacturer narrative:
According to the on-site device inspection one part of the parking brake did release allowing the device to tilt (wobble). The hydraulic unit, which is responsible for the brake system was exchanged and returned for further investigations.the supplier of the hydraulic unit was able to reproduce the described failure. As the root cause it was identified that air was introduced in the hydraulic system during the testing procedure of the assembly. This additional air caused the brake system to not work correctly and the operating table to tilt (wobble) during the procedure.the hydraulic unit, which is responsible for the brake system, was replaced.the supplier changed the testing procedure to release introduced air and to minimize the introduction of additional air into the hydraulic system.based on this information, no further action is required.

Event description:
It was reported, during a very precise surgical procedure the operating table became unstable (tilting). No harm or significant impact to the surgical procedure was reported.this report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
According to the first device inspection one part of the parking brake did release allowing the device to tilt (wobble). The investigation of the root cause is currently ongoing and will be provided within a final report if new information becomes available.

Event description:
It was reported, during a very precise surgical procedure the operating table became unstable (tilting). No harm or significant impact to the surgical procedure was reported. This report was filed in our complaint handling system as complaint # (B)(4).